Manufacturer narrative:
Additional devices listed in this report: cat # 64812100, lot # unknown, description: mrh tib rot comp xs-xl, cat # 64811121, lot # ehe6k, description: mrh knee fem m rgt, cat # 64812110, lot # ldu374, description: mrhk femoral bushing, cat # 64813111, lot # efm6t, description: mrh tibial b/plt keel sml 2, cat # 64811220, lot # ed6at & ed86l, description: mrhk fem distal blk 10mm m, cat # 64812130, lot # ldu137, description: mrhk bumper insert - neutral. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Corrected data: explant date - device manufacture date. An event regarding infection involving mrh components was reported. The event was not confirmed. Method & results: visual, dimensional, material analysis, functional inspections were not performed as product was not returned after being reportedly explanted. Medical records were not provided for review. Device history review indicated all devices accepted into final stock met specifications. There have been no other events regarding infection for the lot or sterile lot referenced. Conclusions: the exact root cause of the event - which relates to a patient that has had multiple revisions for failed tka due to chronic infection - could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had multiple revisions for failed tka due to chronic infection. Update provided on (B)(6) 2014: indicated that the reported devices were implanted on (B)(6) 2014. The patient had an I & d done on (B)(6) 2014. On (B)(6) 2014 bushing and poly were explanted and patient had a patellectomy done.

Event description:
It was reported that the patient had multiple revisions for failed tka due to chronic infection. Update provided on (b)(4_ 2014: indicated that the reported devices were implanted on (B)(6) 2014. The patient had an I & d done on (B)(6)2014. On (B)(6) 2014 bushing and poly were explanted and patient had a patellectomy done.